Event description:
It was reported that this right atrial (ra) lead may be experiencing sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient device delivered multiple therapies, including 10 episodes of antitachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device twiddling, resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in-person support. No additional adverse patient effects were reported at the time of review.

Manufacturer narrative:
Corrected fields: type of reportable event h1.

Event description:
It was reported that this right atrial (ra) lead may be experiencing sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient's device delivered multiple therapies, including 10 episodes of anti-tachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x-ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device ("twiddling"), resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in person support. No additional adverse patient effects were reported at the time of review.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b5, describe event or problem. Correction to section h, device manufacturers only, field h6, impact codes. Correction to section h, device manufacturers only, field h6, patient codes. This product has not been returned for analysis. Pi analysis was completed on the device using available information. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause could be concluded that a patient condition or disease most probably contributed to the event. It can be concluded that the reported observation is mainly a result of the patient's pre-existing condition. Corrected fields: type of reportable event h1. This report is being submitted to correct the device codes field, patient codes and impact codes (h6) in section h, device manufacturers only

Event description:
It was reported that this right atrial (ra) lead may be experiencing sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient's device delivered multiple therapies, including 10 episodes of anti-tachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x-ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device ("twiddling"), resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in person support. No additional adverse patient effects were reported at the time of review. Additional information received that reported that the dislodgement of the right atrial (ra) and right ventricular (rv) leads led to oversensing noise signals that led to patient experiencing inappropriate bursts of anti-tachycardia pacing (atp) and shocks. The device was unable to convert the arrhythmia. A revision procedure was later performed where the rv and ra leads were successfully replaced. No additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) device remains in service. Additional information was received indicating that this device exhibited another instance of inappropriate shocks and anti-tachycardia pacing (atp) due to a sinus driven rhythm with rapid ventricular response. Technical services (ts) was consulted and the episodes were reviewed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right atrial (ra) lead may be experiencing sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500 ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient's device delivered multiple therapies, including 10 episodes of anti-tachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x-ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device ("twiddling"), resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in person support. No additional adverse patient effects were reported at the time of review. This product has not been returned for analysis. Pi analysis was completed on the device using available information. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause could be concluded that a patient condition or disease most probably contributed to the event. It can be concluded that the reported observation is mainly a result of the patient's pre-existing condition.

Manufacturer narrative:
This product has not been returned for analysis. Pi analysis was completed on the device using available information. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause could be concluded that a patient condition or disease most probably contributed to the event. It can be concluded that the reported observation is mainly a result of the patient's pre-existing condition. Corrected fields: type of reportable event h1.

Event description:
It was reported that this right atrial (ra) lead may be experiencing sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient's device delivered multiple therapies, including 10 episodes of anti-tachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x-ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device ("twiddling"), resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in person support. No additional adverse patient effects were reported at the time of review. Additional information received that reported that the dislodgement of the right atrial (ra) and right ventricular (rv) leads led to oversensing noise signals that led to patient experiencing ventricular fibrillation (vf) and inappropriate bursts of anti-tachycardia pacing (atp) and shocks. The device was unable to convert the arrhythmia. A revision procedure was later performed where the rv and ra leads were successfully replaced. No additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) device remains in service.

Manufacturer narrative:
This product has not been returned for analysis. Pi analysis was completed on the device using available information. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause could be concluded that a patient condition or disease most probably contributed to the event. It can be concluded that the reported observation is mainly a result of the patient's pre-existing condition. Corrected fields: type of reportable event h1. This report is being submitted to correct the device codes field, patient codes and impact codes (h6) in section h, device manufacturers only.

Event description:
It was reported that this right atrial (ra) lead may be experiencing sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient's device delivered multiple therapies, including 10 episodes of anti-tachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x-ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device ("twiddling"), resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in person support. No additional adverse patient effects were reported at the time of review. Additional information received that reported that the dislodgement of the right atrial (ra) and right ventricular (rv) leads led to oversensing noise signals that led to patient experiencing inappropriate bursts of anti-tachycardia pacing (atp) and shocks. The device was unable to convert the arrhythmia. A revision procedure was later performed where the rv and ra leads were successfully replaced. No additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) device remains in service. Additional information was received indicating that this device exhibited another instance of inappropriate shocks and anti-tachycardia pacing (atp) due to a sinus driven rhythm with rapid ventricular response. Technical services (ts) was consulted and the episodes were reviewed. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. This product has not been returned for analysis. Pi analysis was completed on the device using available information. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause could be concluded that a patient condition or disease most probably contributed to the event. It can be concluded that the reported observation is mainly a result of the patient's pre-existing condition. Corrected fields: type of reportable event h1 this report is being submitted to correct the device codes field, patient codes and impact codes (h6) in section h, device manufacturers only

Event description:
It was reported that this right atrial (ra) lead may be experiencing sensing issues, as a loss of atrial sensing was noted when compared to a previously documented pacemaker mediated tachycardia (pmt) episode. Additionally, a notable increase in ra lead impedance was observed, rising from the 500-ohm range to approximately 750 ohms. The right ventricular (rv) lead impedance also increased significantly, from 400 ohms to 1417 ohms. The leads are scheduled for further evaluation in clinic. Patient impact is currently unknown. This system remains in service. Additional information was received indicating that the patient's device delivered multiple therapies, including 10 episodes of anti-tachycardia pacing (atp) and 17 shocks, with no successful rhythm conversion. Transmission data and clinical review raised concern for right ventricular (rv) lead dislodgement or retraction. A chest x-ray showed a possible lead fracture, and further investigation revealed that the patient had likely manipulated the device ("twiddling"), resulting in the ra lead being partially wrapped around the generator and the rv lead appearing taut. The device exhibited high rv lead impedance and threshold values, and a lead revision was scheduled. Shock therapy was disabled, and the local representative responded to the emergency department for in person support. No additional adverse patient effects were reported at the time of review. Additional information received that reported that the dislodgement of the right atrial (ra) and right ventricular (rv) leads led to oversensing noise signals that led to patient experiencing inappropriate bursts of anti-tachycardia pacing (atp) and shocks. The device was unable to convert the arrhythmia. A revision procedure was later performed where the rv and ra leads were successfully replaced. No additional adverse patient effects were reported. This cardiac resynchronization therapy defibrillator (crt-d) device remains in service.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b5, describe event or problem. Correction to section h, device manufacturers only, field h6, impact codes. Correction to section h, device manufacturers only, field h6, patient codes. This product has not been returned for analysis. Pi analysis was completed on the device using available information. The allegation in this complaint has not been confirmed by testing or analysis, however the probable cause could be concluded that a patient condition or disease most probably contributed to the event. It can be concluded that the reported observation is mainly a result of the patient's pre-existing condition. Corrected fields: type of reportable event h1. This report is being submitted to correct the device codes field, patient codes and impact codes (h6) in section h, device manufacturers only.